Manufacturer narrative:
(B) (4): physio-control replaced the quik-combo therapy cable assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that the "AED paddles do not register to the monitor". Physio-control evaluated the device and found the device unable to detect the quik-combo therapy cable connection. The therapy cable was broken internally and the connector snap ring was missing. The reported/observed failure would inhibit defibrillation therapy energy delivery thru the therapy cable. There was no report of patient use associated with the event.